Event description:
It was reported that pt experienced two painful lumps in the area of the lead. There was no known event related to the onset of the symptoms which had been a problem "for the better part of a year". The pt remained at home in good status. Additional info indicated the pt saw their physician about the event. The pt had their device reprogrammed and their programmed replaced. The pt was still having problems with their system and reportedly had, or will have, surgery to fix the problem. Additional info was requested but none had been received as of the date of this report.